Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed that the display was blank and the epg was unable to pace appropriately, the main printed circuit board (pcb) was contaminated. Analysis also noted that the upper case, keypad, lower case, display, display frame, display grommets, display frame screws, one case screw and main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) display stayed blank when trying to turn it on after a new battery was placed. It was further noted that the epg was unable to pace appropriately. The epg was returned for evaluation. There was no patient involvement.